Event description:
Additional information indicates that the lead has high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was scheduled for a surgery for an unknown reason.